Event description:
A malfunction alarm with the code "malf 24" was reported. There was no adverse impact to the customer's blood glucose level. The customer was to use mdi as a backup therapy to ensure insulin delivery was not interrupted. Technical support decided to replace the pump, and they confirmed the customer's understanding of the training and return process. The customer was instructed to return the malfunctioning pump to tandem using a pre-paid label within 10 days.